Event description:
I had essure as a permanent birth control in 2011. I have had several issues since this device was placed in me. Some of my problems are abnormal bleeding being on my menstrual cycle for 30+ days and very heavy, cramping, along with cramping I have pains that all of a sudden travel to my legs, frequent infections among some others.